Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records was reviewed for lot number aa4230r11 and, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by a doctor that, a procedure was initiated - the stomach was anchored in the abdominal wall and the sutures were passed. The introducer was introduced accompanied by tomographic viewing. When the expansion begun, unexpectedly the suture anchor detached and the probe could not be introduced. Due to the failure of the procedure, the patient was drilled twice and an endoscopy was required to perform a conventional gastrostomy (peg). There was still one saf-t-plex needle left and the doctor anchored it and tried again to dilate with the core of the dilator and scalpel cuts, but was not successful. Because there was still a point of anchor, the endoscopy team tried the passage of a peg, and concluded the gastrostomy successfully.